Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2016-01267. It was reported a balloon rupture occurred. The patient was admitted for elective coronary angiography with attempted angioplasty of chronic total occlusion of the right coronary artery (rca). A 2.5x30mm apex balloon catheter was advanced and positioned in sequential overlapping inflations from the posterior descending artery into the proximal performed up into the mid portion when the balloon ruptured. There were 3 inflations performed each at 6 atms for 20 seconds. The balloon was then exchanged for a 2.5x2mm quantum apex balloon that was positioned in the mid rca and inflated at 12 atms. Sequential overlapping inflations x3 inflations were performed up to the origin of the rca. A 2.5x30mm promus drug eluting stent could not be advanced into the distal rc a. A guidezilla extension catheter was utilized for extra back up an then the promus des could be advanced over the wire and positioned so it spanned the posterior descending artery and extended proximally. The stent was deployed at 11 atms for 20 secs. A 2.75x30mm promus des was advanced and positioned so it spanned the previously deployed stent, extended proximally and was deployed at 11 atms. A 3.0x38 promus des was advanced, positioned in the mid portion of the rca so it spanned the previously deployed stent, extended proximally and was deployed at 11 atms. Another 3.0x38mm promus des was advanced over the wire and positioned in the proximal rca so it spanned the previously deployed stent to cover the origin of the rca and was deployed at 12 atms. The end angiographic result was excellent. The case was considered to be a complex coronary angioplasty requiring a multitude of unusual techniques including bilateral femoral access, use of antegrade and retrograde approaches of crossing the lesion and a multitude of stents. The patient was discharged the following day.